Manufacturer narrative:
On (B)(6) 2023, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. On (B)(6) 2023, mentor received additional information indicating that the correct lot and serial number are: lot: 6638540 sn: (B)(6) a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture

Manufacturer narrative:
On october 4, 2023, the mentor failure analysis lab received the device for evaluation. On october 10, 2023, mentor received additional information indicating that the patient's implant were replaced with the following devices: (right) 390cc mentor memorygel boost breast implant catalog: smpb390 lot: 9923472 sn: (B)(6) and (left) 390cc mentor memorygel boost breast implant catalog: smpb390 lot: 9906592 sn: (B)(6). On october 10, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 405cc breast implant was found to be ruptured , received in three(3) parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. A second product was received (6642627). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Event description:
It was reported that a 45-year old female patient underwent breast augmentation revision with a 405cc mentor memorygel breast implant on the left breast. Post-operatively, the patient was diagnosed, via ultrasound and MRI, with breast implant rupture. It is complicated by granuloma formation in the left axilla region. It was also reported that the patient developed breast cyst and left breast capsular contracture (baker grade iii). It was also noted that there are no morphologically suspicious lesions or areas of abnormal mass or non-mass enhancement in either breast per MRI results. At this time, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no valid lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).